Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Alleged failure: blurry. Confirmed failure: chd-a-fpr foggy prism . Probable root cause: inspection; black balance / pixel compensation; software (enhancement, color, light, gain controls); error messages; fully enclosed camera head improves resistance to esd related failures; desiccant tablets; connection tabs from; camera head cable to transition board; inspection of image quality in ch qips; inactivation of spy mode on ccu for specialties (cystoscopy, flexiscope) where pendulum ch is expected to be used. Ccu software revisions displayed in the ccu advanced settings menu and gui corner upon bootup". The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.